Event description:
There were three healthcare workers who experienced hydrogen peroxide contact when handling a biological indicator that was removed from the sterilizer after a completed cycle. It was reported that the biological indicator broke while inside the sterilizer. The workers experienced a burning sensation and white discoloration on their hands. They treated their symptoms with running water and the symptoms resolved within twenty-four hours. No medical attention was sought and the workers are doing fine. The biological indicator was discarded and the facility was advised to check the biological indicator vial for integrity before and after processing.

Event description:
There were three healthcare workers who experienced hydrogen peroxide contact when handling a biological indicator that was removed from the sterilizer after a completed cycle. It was reported that the biological indicator broke while inside the sterilizer. The workers experienced a burning sensation and white discoloration on their hands. They treated their symptoms with running water and the symptoms resolved within twenty-four hours. No medical attention was sought and the workers are doing fine. The biological indicator was discarded and the facility was advised to check the biological indicator vial for integrity before and after processing.

Event description:
There were three healthcare workers who experienced hydrogen peroxide contact when handling a biological indicator that was removed from the sterilizer after a completed cycle. It was reported that the biological indicator broke while inside the sterilizer. The workers experienced a burning sensation and white discoloration on their hands. They treated their symptoms with running water and the symptoms resolved within twenty-four hours. No medical attention was sought and the workers are doing fine. The biological indicator was discarded and the facility was advised to check the biological indicator vial for integrity before and after processing.